Event description:
It was reported that the patient passed away due to unknown causes. It was reported that the patient suffered a seizure sometime prior to the death; however, it was unknown how much time before the death that the seizure occurred. Initially, it was reported by the coroner's office that an autopsy would be performed and that the device would be explanted during the autopsy; however, it was later reported that an autopsy would not be performed. It is unknown if the device was explanted. The cause of death has not been provided to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
A copy of the patient¿s death investigation report was received from the county coroner¿s office. The death occurred at (B)(6) and there were no suspicious circumstances or signs of foul play. The decedent was found lying supine on the floor of his room. On (B)(6) 2014, at approximately 0225 hours, a (B)(6) staff member conducted a routine check of the patient. He found the patient having a seizure in his bed. Staff members attempted to treat the seizure by activating the vns and called the patient¿s physician. When the physician arrived the seizure had subsided, but were occurring in flurries. Shortly after a flurry of seizures, the patient stopped breathing. CPR was performed, an AED was not used because no cardiac rhythm was detected, epinephrine was administered, and an intubation attempt was performed. The decedent was unresponsive after all treatments and the patient was pronounced dead at 0311 hours. The death was unexpected. On (B)(6) 2014, a postmortem examination was conducted by a forensic pathologist. The pathologist concluded the cause of death to be chronic seizure disorder, mental retardation, and cerebellar ataxia (years). Other significant conditions contributing to death were recurrent aspiration pneumonia, mood disorder (anxiety and depression), and blindness in left eye. Based on the coroner¿s investigation and review of the case file, the coroner deemed that the death was natural. An internal sudep evaluation was performed and it was determined that given the circumstances of the patient¿s death it is unlikely sudep.

Event description:
It was reported that the patient did not receive an invasive exam at the coroner's office so the device was not explanted.

Event description:
The patient¿s implant information was received from the implanting hospital and additional information was received from the coroner¿s office that indicated the cause of was death was chronic seizure disorder, mental retardation, and cerebral ataxia with contributing causes of recurrent aspiration pneumonia, anxiety, depression, mood disorder, and left eye blindness. Good faith attempts to obtain additional information were unsuccessful. An internal sudep evaluation performed revealed that the death is a possible sudep.